Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: the reported event occurred while the surgeon head was inside the surgeon console's high resolution stereo viewer, and while he was attempting to manipulate the large needle driver instrument. The surgeon was attempting to grasp tissue and the jaw would not close. The instrument did not move in the intended direction, and the timing of the instrument was not appropriate. There was no instrument to instrument or system arm to arm interference. The reported event was resolved by using a backup instrument. The large needle driver instrument will not be returned to isi for evaluation.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. An intuitive surgical, inc. (Isi) technical support engineer (tse) was contacted for troubleshooting assistance. The customer was advised to replace the large needle driver. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. Although the complaint was not confirmed by failure analysis since the instrument was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the surgeon was not able to operate the large needle driver instrument correctly. The issue persisted after the customer reseated the sterile adapter. The issue was resolved after the customer replaced the large needle driver instrument with another instrument. The customer received phone assistance from an intuitive surgical, inc. (Isi) technical service engineer (tse). The tse reviewed the logs and found no errors. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.